Event description:
It was reported there was intermittent connection. The rf (radio frequency) head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported intermittent connection (telemetry); the rf (radio frequency) head cable found out of electrical specification. (B)(4).